Event description:
The pump was returned for investigation. Investigation revealed that the force calibration and force sensor resistance were out of specifications. Investigation also revealed that the force sensor was defective. In addition, there was evidence of contamination found on components of the force sesnor. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/04/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/04/2014 with the following findings:during testing, the pump was not able to complete the load step; the piston continued to drive until a ¿no cartridge detected¿ alarm occurred. The force sensor calibration was found to be out of specifications. The force sensor resistance was also found to be out of specifications. The force sensor was disassembled and evidence of contamination was found on components of the force sensor. Evaluation revealed that the force sensor was defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).